Event description:
It was reported, the video system center experienced no image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 corrected fields: d9, h3 and h6 (device returned). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the flat cable was damage due to which remote switches did not work. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image when connecting to 260 endoscopes" was caused by a failure of the circuit board. In addition, the cause of the failure could not be identified although it is considered that the failure was caused by impacts on the circuit board due to stress caused by heat and humidity. Olympus will continue to monitor field performance for this device.